Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. An intuitive surgical, inc. (Isi) technical support engineer (tse) identified an error in the system logs indicating that a fan had turned on due to over temperature.

Event description:
It was reported that during of a vinci-assisted pancreatoduodenectomy procedure, the universal surgical manipulators (usm) and trocars were getting hot. The customer claimed that in particular, usm #2 got hot. The procedure was completed robotically. Upon follow-up with the customer, the staff member stated that the heat goes down the trocar and red burns are around the patient's incisions. The severity and cause of the burn injuries are unknown. Additionally, it is unknown what medical intervention, if any, was rendered due to the complications.